Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a fall. The ipg was noted to be pacing below the programmed rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: fr995-21 valve, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited over-sensing on stored episodes and under-sensing on current electro gram. A possible telemetry issue was also noted. Both the rv lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.